Event description:
Customer reported fluid leaking from the spin male luer of the y-connector extension set. The user stated the spin male luer was re-adjusted and appeared to be infusing well. Upon changing the extension set, the outer portion of the spin male luer detached completely from the tubing. A new y-connector extension set was attached and the infusion continued without incident. No pt harm reported and no other event details available. The extension set was received. The investigation is on-going. A f/u report will be filed upon completion of the investigation.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the MFR.